Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak from the stay safe connection of their cassette during an unspecified drain phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the leak. The fluid leak was discovered after the patient received an m31 air detected in cassette alarm on their cycler. Per the patient, there was no fluid visible on or in the cycler. The patient attempted to set up their cycler for their next treatment but was unable to continue do to a touch screen problem. The patient rebooted the cycler and was instructed to remove the cassette from the cassette compartment. The technical support representative provided the patient with information relating to the remove cassette message and m31 alarm. The patient stated that they did not have time to do a full treatment and would call if anything came up during their next setup. At this point in time, there was no reported patient injury or medical intervention required as a result of the reported issue. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.